Event description:
The customer indicated that when attempting to print the propaq encore shuts down unexpectedly without any visual or audible alarms. There was no report of any pt harm as a result of the reported event.

Manufacturer narrative:
Welch allyn confirmed the allegation of a shutdown while printing and troubleshot the device to a defective printer pcb. The printer pcb eval is not yet complete. A f/u report will be submitted when the eval is completed.